Manufacturer narrative:
Manufacturer investigation conclusion: although evidence of water ingress was confirmed via a visual inspection, the reported event could not be reproduced during testing. The external portion of the bag did not show any damage or wear to any of the seams, zippers or fabric that could have contributed to a potential leak. Visual inspection of the bag interior found light white stains along the bottom and sides of the bag. The stains appeared consistent with prior water ingress. The bag was mounted in a sink and sprayed directly with water for over 15 minutes. Following the test, no visible water was observed inside the bag and the interior surfaces did not feel wet to the touch. Although the reported event could not be reproduced during active use, prior water ingress could have contributed to the light white stains. The cause of the water ingress could not be conclusively determined. The account reported that there were no alarms. The lvad system worked as intended and there were no adverse consequences to the patient. The shower bag was replaced with a new one. The hm3 IFU and patient handbook states that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used and a replacement should be requested. The IFU provides instructions for showering with the use of the shower bag. The IFU explains that although the external components of the hm3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. Lastly, the IFU states that the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's shower bag leaked and moisture was found inside. No alarms occurred and the patient was retrained on proper handling of the shower bag. No further information was provided.